Manufacturer narrative:
Corrected data: the field was left blank in initial report which is filled out in this report. Corrected data: the statement for fsca was missing in the initial report which is added to this report. The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on 12 september 2017. During processing of this complaint, attempts were made to obtain complete patient information.

Manufacturer narrative:
The results / method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the wireless software update was performed clearing the elective replacement indicator (eri) message. The device is providing therapy.